Manufacturer narrative:
The reported event could be confirmed. The devices were not returned but evidences were provided, based on provided x-rays and reported data, which match the alleged failure. Since x-rays was provided, the opinion of the medical expert was requested and stated as following: the images show loosening of the threaded glenoid baseplate, and revision to a +6 lateralized perform baseplate and exchange of the tray/ liner. With that I can confirm the event. Without any preoperative and early postoperative images related to the index surgery, and without further clinical information I cannot assess factors that may have contributed. Interestingly however is the presence of a subcutaneous implanted venous access port (see device marked with letters CT). These are usually for used to give intravenous fluids, blood transfusions, chemotherapy, and other drugs in patients with serious illnesses. More information on this could be helpful to assess these factors. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due hardware in the glenoid was loose and superiorly tilted causing major instability. The surgeon revised the glenoid component to a +6 lateralized perform baseplate and went up on the tray/ liner in order to gain stability and correct implant positioning.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due hardware in the glenoid was loose and superiorly tilted causing major instability. The surgeon revised the glenoid component to a +6 lateralized perform baseplate and went up on the tray/ liner in order to gain stability and correct implant positioning.